Event description:
It was reported that during a stenting treatment procedure a stent dislodgement occurred. The target lesion was located in the renal artery. A 6.0x20x75cm express ld stent delivery system (sds) was advanced to the target location. During advancement the stent "stripped off" of the balloon. The "device" was successfully retrieved. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a stenting treatment procedure a stent dislodgement occurred. The target lesion was located in the renal artery. A 6.0x20x75cm express ld stent delivery system (sds) was advanced to the target location. During advancement the stent "stripped off" of the balloon. The "device" was successfully retrieved. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a stenting treatment procedure a stent dislodgement occurred. The target lesion was located in the renal artery. A 6.0x20x75cm express ld stent delivery system (sds) was advanced to the target location. During advancement the stent "stripped off" of the balloon. The "device" was successfully retrieved. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Examination of the returned device revealed the device was returned without the stent on the balloon. The balloon was not folded or wrapped around the shaft of the device. There were traces of dried contrast media inside the balloon material. From the condition of the balloon it was not possible to see a clear impression of where the stent was originally crimped on the balloon. There was no damage noted to the shaft of the device. No other issues were noted. The most probable root cause was determined to be user related. The following is stated in the dfu "use prior to the use by" date. This particular device was used past its expiry date.